Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan results on the adc device that were lower than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced ringing in the ears and self-treated with insulin (type/dose unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.